Event description:
The customer reported that after an emergency surgery for an ectopic pregnancy, upon removal of the patient drapes, a 3rd degree burn was noticed on the patient's upper right chest. It was triangular in shape and may possibly lead to scarring. The or staff observed the drapes and noticed that they were burnt in that area as well indicating that the injury was caused during the case. It was reported that the user had laid the device down on the drapes during the procedure. No other energy sources being used during the case. Cords were managed by metal clips. The cords were not lying directly on the drapes and did not go completely through the clips. It has been reported that the patient is recovering well from the procedure.

Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The instructions for use warns not to place instruments near or in close contact with flammable materials (such as gauze or surgical drapes). Instruments that are activated or hot from use may cause a fire. When not using the instruments, place them in an area not in contact with the patient. Inadvertent contact with the patient may result in burns.